Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially reported an issue reading the ECG leads using the 3 lead ECG cable. Upon device evaluation, it was observed that the customer's device had logged a potentially critical event code in its service history. This event code indicates a possible issue with the device's ability to analyze a patient rhythm using the AED functionality of the device. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an electrically leaky capacitor, designator c160.